Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the severely tortuous, severely calcified and 99% stenotic mid right coronary artery. The physician advanced the 6.0x15mm maverick xl balloon to the lesion and while pressurizing the balloon on the second or third inflation it ruptured at 8 atms. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is reported as 'good."

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint.